Event description:
It was reported that the core sumex drill continued to run when placed on a magnetic pad following use in a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The user facility has elected not to return the device to the manufacturing facility; therefore, no device evaluation will be performed. The device involved was not documented by the user facility. Therefore, they were unable to provide the device serial/lot number.